Event description:
The user facility reported that while a nurse was assembling the air filter to the syringe the luer lock of the syringe broke causing blood to splash out of the device and into the nurse's eyes. Further information was requested; none has been received at this time. The nurse is believed to be receiving treatment consistent with the hospitals internal protocol for blood exposure. No permanent adverse effects have been reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.